Event description:
It was reported that during a cryo ablation procedure, it became difficult to maneuver the sheath and an x-ray snapshot showed a kink on the proximal end of the sheath. The balloon catheter and sheath were removed from the patient and the sheath was replaced. Upon evaluation of the first sheath, spiral and kink damage were observed. The replacement sheath and balloon catheter were inserted into the patient, and the cryo portion was successfully completed. After removing the balloon catheter and inserting the mapping catheter, the physician observed a kink on the sheath. It was reported that the patient had, "difficult anatomy that could have been a potential factor." After mapping was complete, the kink was observed again while exchanging it with an unknown manufacturer's sheath to close the groin for hemostasis. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012012471 was returned and analyzed. Visual inspection was performed and identified multiple shaft kink/twists at approximately 2.5 inches, 19.5 inches, and 25.5 inches from the tip. Functional testing was performed and the steering mechanism and deflection test revealed the shaft bent out of the plane due to the shaft kink. In conclusion, the reported kink issue was confirmed through testing and the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the first sheath built up a lot of torque, causing the material of the sheath to be contorted.